Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator required maintenance and rebooted the station and the refrigerator but still unable to open the refrigerator. A field service engineer (fse) performed remote assistance to help the customer recover the refrigerator not found on bus issue. On-site visit was not required. Customer had confirmed that everything was functioning correctly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was unable to open the helmer fridge, and it required maintenance. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.